Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. D204trm ICD, implanted: (B)(6) 2013. A 5568-45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). It was noted that the patient was having a gastrointestinal procedure when there were ¿rates all over the place¿ but it was not clear that the procedure had anything to do with the twos. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.